Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to internal insulation abrasion were noted at 10.0-12.3cm from the tip electrode. The etfe coating was intact at the same location.

Event description:
It was reported that an asymptomatic patient presented in the operating room for device change out due to normal eri. Externalized conductors were noted. Normal electrical measurements were observed. The lead was explanted.